Event description:
The customer observed falsely low alinity I tsh generated from alinity I processing module and provided the following data: sid: (B)(6) initial result was less than 0.01 (autoverifed) and when repeated on another analyzer the result was 6.61. The customer reported that they will inform the patient¿s healthcare provider and make a correction report. There was no reported impact to patient management.

Manufacturer narrative:
Evaluation of the alinity I processing module sn: (B)(6) determined alnty ci snsr bsl (bulk solution level sensor) required replacement, which resolved the reported event. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket search and trending review did not find an increase in complaint activity for the alnty ci snsr bsl (bulk solution level sensor) or the alinity I system related to customer reported event. Device history record review did not identify any issues for the alnty ci snsr bsl (bulk solution level sensor). Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Manufacturer narrative:
A1 patient identifier: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely low alinity I tsh generated from alinity I processing module and provided the following data: sid: (B)(6) initial result was less than 0.01 (auto verifed) and when repeated on another analyzer the result was 6.61. The customer reported that they will inform the patient¿s healthcare provider and make a correction report. There was no reported impact to patient management.